Manufacturer narrative:
UDI# : (B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
The surgeons complained that after the fast follow upgrade to windows 10, their rosa planning laptop lagged while they were scrolling through mr images during planning. They said it was considerably slower than before.

Manufacturer narrative:
Analysis of the data did not permit to find a cause for the slowness of the planning station. The planning station would need to be returned to the manufacturing site for further investigation. However, since no similar issue was reported since this complaint, it was decided that the planning station would not be returned or replaced, and that the investigation could be closed.

Event description:
The surgeons complained that after the fast follow upgrade to windows 10, their rosa planning laptop lagged while they were scrolling through mr images during planning. They said it was considerably slower than before.